Event description:
It was reported that "patient has been dislocating anteriorly for the past 6 months. Had an abnormal acetabulum in the first place, therefore, the original primary case, they used a revision cup. Pt has been dislocating anteriority for the past 6 months. Decided to revise".

Manufacturer narrative:
Additional info has been requested. Once the investigation has been complete and additional info will be reported in a supplement.